Manufacturer narrative:
(B)(4). Concomitant product(s):- cer opt type 1 tpr sleve 0mm/ pn 650-1066/ ln 326490. Cer bioloxd option hd 36mm/ pn 650-1057/ ln 132420. Mlry-hd por fmrl 10x155mm/ pn 11-104110/ ln 397470. Once the investigation has been completed, a follow up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-03565, 0001825034-2017-03567, 0001825034-2017-03568.

Event description:
It was reported that patient underwent right hip revision approximately eight months post implantation due to patient allegations of pain. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported on 0001822565-2017-04287.